Event description:
The customer reported that when deploying the vasoseal collagen plug into the pt's groin, the sheath broke off from the handle. The pt required surgery to remove the handle. No further complications were reported.